Event description:
This lead was explanted and replaced with an OEM lead. Per the patient's following physician's office, it is unknown why this lead was replaced. The local biotronik representative did not know the reason for explant. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.